Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the insulin pump alarmed no delivery. The blood glucose reading is 135 mg/dl. The blood glucose reading at the time of the event was 22 mg/dl. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.